Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate shocks due to af with rapid ventricular response. Programming changes were recommended. The patient was stable and will continue to be monitored with routine follow-up.

Manufacturer narrative:
Interrogation of the device revealed the device was above the elective replacement indicator when received. Pacing, sensing, impedance, hv output, patient notifier was tested and no anomaly was detected. The cause of the field event remains undetermined.

Event description:
New information received notes the device was explanted and replaced.